Event description:
Per spontaneous call from field nurse (B)(6) - cassettes from lot number 4046848 have leaking bladders within the cassette. It happened to multiple cassettes. Nurse tried just filling them with air and they still seem to be leaking. Patient will try to use another lot she has on hand. No harm to patient, no missed doses. Affected cassettes are available for return if requested by manufacturer. Pt had to waste 2 cassettes of medication while troubleshooting, but it should not be an issue as pt is titrating up with veletri and will be getting a different strength soon. Most recent dose shipped was 0.5 mg/vl strength, and next dose shipped will be 1.5mg/vl. No further information available. Did we [MFR] place device? Yes. Did the patient have a backup they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Ongoing issue with that lot of cassettes, resolved in that patient switched to another lot without issues. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Reported to (B)(6) by: health professional.